Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain that is increasingly frequent, chronic') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced abdominal pain (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia") and migraine ("migraine") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, intermenstrual bleeding, migraine and weight increased had not resolved. The reporter provided no causality assessment for abdominal pain, intermenstrual bleeding, migraine and weight increased with essure. The reporter commented: abdominal pain that is increasingly frequent, migraine, metrorrhagia, weight gain have started 2-3 years post essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: for endometrial ablation and essure insertion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-feb-2022. The most recent information was received on 22-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain that is increasingly frequent, chronic') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced abdominal pain (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia") and migraine ("migraine") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, intermenstrual bleeding, migraine and weight increased had not resolved. The reporter provided no causality assessment for abdominal pain, intermenstrual bleeding, migraine and weight increased with essure. The reporter commented: abdominal pain that is increasingly frequent, migraine, metrorrhagia, weight gain have started 2-3 years post essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: for endometrial ablation and essure insertion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.